Event description:
It was reported via phone call that customer¿s insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.